Event description:
It was reported that the procedure was to treat the mildly calcified anterior tibial artery with the 3.0x120mm armada 14 percutaneous transluminal angioplasty (pta) catheter. The balloon was advanced with no resistance and inflated once to 4 atmospheres and ruptured. A same size balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
N/a.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted pinholes in the balloon, proximal to the distal marker, with multiple pinholes at the proximal end of the balloon, and distal to the proximal marker. There were also scratches and lifted material near the ruptures. In this case, it is likely that the balloon interacted with an accessory device after preparation and/or during advancement such that the balloon became damaged and subsequently gave the impression of a balloon rupture during attempts to inflate it. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.